Event description:
The complainant has reported that a pt (age and gender unk), underwent a therapeutic procedure for treatment, placement of a plastic biliary stent. The clinician attempted to pass the flexima biliary stent over a jagwire guidewire. The stent could not be passed over the guidewire due to restriction withn the guide catheter. The procedure was completed successfully with the use of another device. The pt did not sustain any reported complications or ill effects due to the guidewire fit issue with the stent. The pt condition is reported to be "ok".

Manufacturer narrative:
This device is currently being evaluated by the MFR. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded, should relevant details be identified, under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.